Manufacturer narrative:
The instrument was returned and evaluated with one blade missing. Per the customer reported complaint, engineering observed the blade break at the cross-section of the grip cable crimp. The returned blade was sent to an independent test lab for analysis. Testing results confirmed that stress corrosion cracking was the cause of failure, as large amounts of chlorine were found on the fracture surface of the broken blade. Per the case notes, the broken instrument component was successfully retrieved from the pt.

Event description:
It was reported that during a prostatectomy procedure, the tip of the monopolar curved scissors instrument broke off and fell into the pt. The separated tip was successfully removed with a grasper instrument and discarded by the site. The procedure was completed with a replacement instrument of the same type without injury or significantly lengthening the procedure. No pt harm, adverse outcome or injury was reported.